Manufacturer narrative:
Upon further review, the event of choroidal effusion was not pre-existing. The field has been corrected to reflect the information received.

Event description:
Correction: choroidal amotio developed after xen 45 implant. It was not pre-existing.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to .: serial number: (B)(4), lot number: 61955. The reported events of high intraocular pressure , malignant glaucoma, hemorrhage, and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. The following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Physician reported iop 70, ac flat, pre-existing choroidal amotio with bleeding, and va hand movements for a patient with a left side xen device. Physician noted the events are not product related. Treatments were provided as "diamox, simbrinza, duotrav, and steroids." The device remains implanted.